Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6), 2014, the peg tube was torn at the stoma site. The peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the peg tube was torn at the stoma site. The peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 22oct2014: this is a single use product that was reprocessed by the hospital or health care facility therefore they are now responsible for this device. Procedure date is (B)(6) 2013. No patient complications. The patient recovered after the issue was resolved.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the peg tube was torn at the stoma site. The peg tube was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: this is a single use product that was reprocessed by the hospital or health care facility therefore they are now responsible for this device. Procedure date is (B)(6) 2013. No patient complications. The patient recovered after the issue was resolved. Correction received on (B)(4) 2014: the peg tube was not re-sterilized. "Reprocessing" meant a new peg tube was implanted in the patient.